Manufacturer narrative:
Additional information had been obtained and it was confirmed by the field service engineer that the ultrasound system was stationery at the time this event occurred. This product malfunction is considered to be a non-reportable event since there is no evidence to suggest a reportable event has occurred.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling and not locking. It is unknown if the issue was discovered during transport. There was no injury or clinical use associated with this event. A philips service engineer cleaned and adjusted pin and solenoid. The system was put back into service with no additional issues reported post repair.